Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) identified that unit would not pass all manifold test during replacement of coil cable during field action. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h11. Corrected fields: h6(investigation findings).

Manufacturer narrative:
Updated fields - b4, d9 return to manufacture date, g3, g6, h2, h11. The failure analysis and testing department received the following part associated with this complaint:drive manifold assy. This part was received with a reported unit failure message of fails drive manifold leak test. The failure analysis and testing dept. Performed a visual inspection, and part looks in good condition. Installed drive manifold assy. Into the cardiosave test fixture and tested to the cardiosave service manual. Performed all manifold leak tests and failed drive manifold leak tests with result of vacuum leak diff. Pres. 118mmhg and pressure leak diff. Pres. -196mmhg. The fat dept. Verified the failure message of drive manifold leak test fails. Drive manifold assy. Failed testing. Sending drive manifold assy. To the supplier for further investigation per procedure

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: g2.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) reported that they replaced the drive manifold. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device ¿ problem code, investigation findings).